Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation and was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.